Event description:
It was reported that the patient comes for chemotherapy on (B)(6), the patient is then scheduled for his second treatment. According to routine, the PICC-line is reinserted and then flushed with nacl. When flushing, the fluid leaks out into the dressing. Fluid leaks out about 2mm above the "wings", a clear hole is visible. Blood then begins to leak out of the hole. The PICC-line catheter is removed. The patient is booked in for a new PICC-line later in the afternoon the same day. The treatment is given the following day. The PICC-line breaking causes suffering in the form of the insertion of a new PICC-line and the treatment being moved to the following day, which means that the patient has had to take his premedication twice. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report: 3006260740-2024-08340 addressing a PICC leak and thrombus was submitted, upon further review it was determined an additional report would need to be filed to address the thrombus separately. This event was submitted on medwatch report: 3006260740-2025-00133. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient comes for chemotherapy on 16/12, the patient is then scheduled for his second treatment. According to routine, the PICC-line is reinserted and then flushed with nacl. When flushing, the fluid leaks out into the dressing. Fluid leaks out about 2mm above the "wings", a clear hole is visible. Blood then begins to leak out of the hole. The PICC-line catheter is removed. The patient is booked in for a new PICC-line later in the afternoon the same day. The treatment is given the following day. The PICC-line breaking causes suffering in the form of the insertion of a new PICC-line and the treatment being moved to the following day, which means that the patient has had to take his premedication twice. (Patient has also had a thrombosis from their PICC-line.) No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient comes for chemotherapy on 16/12, the patient is then scheduled for his second treatment. According to routine, the PICC-line is reinserted and then flushed with nacl. When flushing, the fluid leaks out into the dressing. Fluid leaks out about 2mm above the "wings", a clear hole is visible. Blood then begins to leak out of the hole. The PICC-line catheter is removed. The patient is booked in for a new PICC-line later in the afternoon the same day. The treatment is given the following day. The PICC-line breaking causes suffering in the form of the insertion of a new PICC-line and the treatment being moved to the following day, which means that the patient has had to take his premedication twice. No other information was provided. Additional information received: no additional treatment was needed. However, the patient could not receive the treatment as planned. The patient had to wait several hours to receive a new PICC-line and had to come back the next day to receive his chemotherapy treatment. The patient was not injured. The hole did not occur in the presence of personnel. The hole existed before the patient came to the clinic, this is confirmed by the fact that the tube was filled with blood when the patient arrived. Per customer: "can also clarify that the part of the PICC-line that had a hole was the outer part, a part that was never in the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient comes for chemotherapy on 16/12, the patient is then scheduled for his second treatment. According to routine, the PICC-line is reinserted and then flushed with nacl. When flushing, the fluid leaks out into the dressing. Fluid leaks out about 2mm above the "wings", a clear hole is visible. Blood then begins to leak out of the hole. The PICC-line catheter is removed. The patient is booked in for a new PICC-line later in the afternoon the same day. The treatment is given the following day. The PICC-line breaking causes suffering in the form of the insertion of a new PICC-line and the treatment being moved to the following day, which means that the patient has had to take his premedication twice. (Patient has also had a thrombosis from their PICC-line.) No other information was provided. Additional information received: no additional treatment was needed. However, the patient could not receive the treatment as planned. The patient had to wait several hours to receive a new PICC-line and had to come back the next day to receive his chemotherapy treatment. The patient was not injured. The hole did not occur in the presence of personnel. The hole existed before the patient came to the clinic, this is confirmed by the fact that the tube was filled with blood when the patient arrived. Per customer: "can also clarify that the part of the PICC-line that had a hole was the outer part, a part that was never in the patient."